Manufacturer narrative:
The stent was not returned for analysis as it was discarded; however the pushwire is pending return.  Upon receipt of the device and completion of the evaluation, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of stent retrieval device, that pushwire broke/separation inside non-medtronic distal access catheter(dac). The patient underwent thrombectomy procedure for ischemic stroke in left middle cerebral artery. It was reported that during the 1st pass the solitaire snapped of the pusher wire inside the dac. It was reported that there was minimal resistance felt during delivery of the stent inside the dac. Solitaire stent broke inside the dac and dac was removed from the patient. There were not any patient complications were reported. The patient baseline tici: 2a and post procedure tici: 3

Manufacturer narrative:
Device evaluated by manufacturer. Additional information: codes updated; the stent was not returned; therefore, any contributing factors from the stent could not be assessed. Regarding the clinical observation of ¿separation¿, the issue was confirmed as the pushwire was found to be broken. Per the sem (scanning electron microscopy) analysis report, ¿dimple features consistent with ductile overload failure mechanism are visible on the fracture surface.¿ all products are 100% inspected for damages and irregularities during manufacture. As noted in the solitaire platinum IFU (instructions for use): if excessive resistance is encountered during recovery of the solitaire¿ platinum revascularization device, discontinue the recovery and identify the cause of the resistance.¿ in addition, ¿to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The solitaire platinum pushwire returned without stent as it was accidently thrown out and lost during the procedure. There was no bends or kinks were found with the solitaire platinum pushwire or marker coil. The solitaire platinum pushwire was found to be broken at the distal end of the marker coil. The broken pushwire was cut and sent out for sem (scanning electron microscopy) analysis. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.